Event description:
It was reported that the device has a gray bar for battery upon interrogation. It was noted that the last time the device was interrogated was (B)(6) 2014 and the device has been on the shelf in the hospital for greater than thirty-one days. The device is still in the box and has never been implanted. The device was removed from the accounts shelf. There is no patient associated with this device.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).